Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient stated signal loss started at 2:00am. At 7:30-8:20am, while teaching class, the patient passed out. The patient's students provided the patient soda, apple juice and pineapples while the patient felt drowsy. Paramedics were called and upon arrival, they checked his blood glucose and it was 50 mg/dl and going up. The patient then started to feel chest pain and the patient was transported to the hospital. The patient was admitted to the hospital and treated with nitroglycerine. The patient was diagnosed with severe angina and was in the hospital for two days. At the time of the report, the patient was doing good. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.